Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2026. The patient's blood glucose level was 547 mg/dl at the time of admission and patient tested positive for ketones. Due to high blood glucose level patient experienced vomiting, shortness of breath and muscle weakness. During hospitalization the patient was treated with infusion pump and intravenous insulin. No further information is available.